Event description:
It was reported that the during implant the pulse generator exhibited intermittent loss of atrial sensing. The patient was given a holter monitor, ventricular inhibition was noted. No intervention has been made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.